Manufacturer narrative:
Additional, changed, and/or corrected data: b.6.

Event description:
Patient's mother reported right side "device has detached, did not adhered (breast pocket tissue), device turning" and "breast was getting saggier because of its weight" and "pain". Patient was underage at the time of implant. Patient was ¿disappointed with product and procedure¿, and ¿emotional distress due to aesthetic and personal disturbance¿. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/apr/2017 and 24/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device migration.

Event description:
Patient's mother reported right side "device has detached, did not adhered (breast pocket tissue), device turning" and "breast was getting saggier because of its weight" and "pain". Patient was underage at the time of implant. Patient was ¿disappointed with product and procedure¿, and ¿emotional distress due to aesthetic and personal disturbance¿. The device has been explanted.

Event description:
Patient's mother reported right side "device has detached, did not adhered (breast pocket tissue), device turning" and "breast was getting saggier because of its weight" and "pain". Patient was underage at the time of implant. Patient was ¿disappointed with product and procedure¿, and ¿emotional distress due to aesthetic and personal disturbance¿. The device has been explanted and replaced with non-allergan device.